Event description:
Event description according to the user report: "the device failed during ventilation while it was in operation. The ventilation stopped, the screen was dark. There was no alarm. The patient had to be ventilated with a resuscitation bag. It is the second failure of a hamilton-s1 within the same station. Failure of the first reported device (B)(6) 2022." Patient was not harmed.

Manufacturer narrative:
Device was not returned to hmag. Hmag received the log files of the device and they were analyzed. The following results were found according to the analysis: ventilator unit connection lost alarms were triggered, since there was no communication from the ip panel to the vu unit. However, a ventilation stop is not evident from the log files. Device was switched off manually by the user. The interaction panel functioned again the next time it was turned on. The root cause is the faulty communication from the interaction panel (ip) to the ventilator unit, possible temporary failure of the ip esm itself or connection problem to the ventilator unit (vu). All connections between vu and ip was checked according to the evaluation of the log files. The cable from the vu to the ip and the ip esm were replaced. This file reports the event stated in hamilton medical ag case number (b(4). In this report, the PMA/510(k) number k193228 of hamilton-g5 ventilator is given, since hamilton-s1 and hamilton-g5 ventilators are similar devices. The first incident mentioned in the event description was reported as MFR report nr: 3001421318-2022-00005.